Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (flag storage problem) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to an open r45 resistor and a defective c19 capacitor on the computer/analog board. The root cause for the open r45 resistor and defective c19 capacitor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was having a flag storage problem.